Event description:
Additional information. The health care professional stated during insertion it was discovered the battery was "defective."

Manufacturer narrative:
The stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final device analysis for the ins revealed the setscrew was backed out too far. The setscrew was disengaged from the setscrew block. Final device analysis for the wrench revealed no anomaly found. Results= wrench. 825.

Event description:
The setscrew would not tighten on the ins. A new ins worked fine. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.